Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user, "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure for an arterial bleed, the physician chose three (3) instinct endoscopic hemoclips. One (1) clip fell off of the device [prematurely deployed in an unknown location or position]. This occurred either outside of the patient and endoscope, inside the endoscope, or in the patient. The position of the clip, either open or closed, is also unknown. It has not been determined (subject of this report). Two (2) clips were ultimately placed to stop the bleed. [The following day] the patient began bleeding again and went to surgery (see related emdr 1037905-2019-00141). The physician did not know if the bleed was caused by the previously placed clips falling off [separating from the site prematurely] or not, but he did say that the patient did not have any other bleeds. It is unknown if the clip deployed prior to patient contact or during patient contact. The location of the prematurely deployed clip is unknown. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.